Event description:
Caller reported that insulin gauge displayed amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Caller was educated to complete cartridge air removal step before filling the cartridge and declined loading new cartridge with technical support on the phone, opting to load new cartridge independently.